Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a missing downstream occlusion seal. Functional testing was performed. The event history log was reviewed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air in line was unresponsive. Additionally, the downstream occlusion seal was missing. The event occurred during testing.